Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. He changed the entire infusion set and alarm occurred again. Blood glucose value was 205 mg/dl. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit. He was then instructed to rewind, reinsert the reservoir and perform manual prime; insulin did exit the tubing. The customer was advised that the insulin pump is working as designed and the alarm was caused by a set/reservoir occlusion.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.